Event description:
It was reported, the patient felt a vibration alert from the device and presented in clinic. Upon interrogation, it was noted the device was in back up mode. The patient had undergone and MRI and it is unknown if the device had been programmed into MRI mode prior to the MRI. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.